Event description:
During a remote follow-up, under-sensing was detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed at this time. The patient was stable and will continue to be monitored.